Event description:
The implantable neurostimulator became infected. A culture was taken using a needle. No pus was detected in the sample. The hcp planned to admit the pt to the hospital for a couple of nights for monitoring and treatment with intravenous medications, and then sent her home with antibiotics treatment. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.